Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site. According to the patient, on (B)(6) 2025, he developed erythema and swelling/inflammation localized to the needle puncture site, with the surrounding skin noted to be warm to the touch. Over the following days, the symptoms progressed and extended beyond the adhesive patch perimeter, leading the patient to remove the sensor prematurely and seek medical evaluation. The physician assessed the site to exclude the possibility of a retained sensor wire; however, the patient had not reported any broken or detached dexcom sensor wire. The examination was prompted primarily by the presence of purulent discharge at the insertion site. No retained wire was identified, and no diagnostic procedures were performed. The patient was prescribed a 15 day course of oral antibiotic medication (amoxicillin, dosage not specified). At the time of reporting, no photo was provided, and the patient stated that the insertion site had significantly improved and was nearly healed. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).